Manufacturer narrative:
The medium-large clip applier instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the medium-large clip applier instrument had broke while clamping on a vessel, the clip applier jaw remained static. This occurred after the first clip application after multiple attempts, a clip fell inside the patient and was retrieved with a bowel grasper. A laparoscopic clip applier was used to complete the procedure. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining the clip. The procedure was completed.

Manufacturer narrative:
Device evaluation: the medium-large clip applier instrument was received and failure analysis found the instrument to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes the cable to be loose at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable.

Event description:
Refer to h11 for follow-up information.